Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl; cause was not known. Reportedly, the customer lost consciousness and the customer's wife called the paramedics. The paramedics transported the customer to the hospital. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of saline. Treatment resolved the issue and the customer had no permanent damage. System check with tandem technical support (cts) confirmed the pump was functioning as intended. Cts attempted to acquire the release date from the hospital, but the customer declined follow up.